Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced with the same model due to noise with elevated thresholds. No adverse patient side effects were reported. Should additional information become available, this event will be updated.